Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance and noise. During a device change out procedure on (B)(6) 2016, the lead was capped and replaced. The patient was stable post procedure and would continue to be monitored.